Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering insulin. Customer stated they experienced a high blood glucose. The customer alleged the insulin pump was under delivering insulin due to when they sitting down blood glucose goes high. The customer assisted with possible cause of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.